Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient approximately 115 days after lvad implantation the patient suddenly developed left upper extremity clumsiness and sensory deficits. A computed tomography scan of the head revealed hypodensities in the right and left parietal lobe and right occipital lobe consistent with multiple emboli. The patient was hospitalized and neurology was consulted and recommended starting a continuous heparin infusion and neurological checks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that the patient on (B)(6) 2014, approximately 115 days after lvad implantation the patient suddenly developed left upper extremity clumsiness and sensory deficits. A computed tomography scan of the head revealed hypodensities in the right and left parietal lobe and right occipital lobe consistent with multiple emboli. The patient was hospitalized and neurology was consulted and recommended starting a continuous heparin infusion and neurological checks. Computed tomography angiography of the head and neck revealed filling defects of the distal middle cerebral artery branches. His blood pressure was maintained at a map of 80-90 mmhg. Echocardiogram revealed no evidence of cardiac thrombus. Lvad power and flow estimation parameters were in the expected range and there was no evidence of lvad malfunction. His neurologic status completely resolved. No additional information available.